Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypokalemia. Concurrent conditions included breast mass, menstruation abnormal, spotting between menses, fatigue, breast tenderness, phonophobia, phonophobia and dizziness. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (sertraline hcl). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and rash generalised ("rashes or skin condition : body rash"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced arthralgia ("joint pain / aches"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: skin rash") and vulvovaginal pain ("vaginal pain"). The patient was treated with butalbital and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, female sexual dysfunction, depression, rash, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, arthralgia, rash generalised and vulvovaginal pain outcome was unknown. The reporter considered alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, mood swings, pelvic pain, rash, rash generalised and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device is visualized in good position with blockage of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypokalemia. Concurrent conditions included breast mass, menstruation abnormal, spotting between menses, fatigue, breast tenderness, phonophobia, phonophobia and dizziness. Concomitant products included butalbital, ibuprofen, medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (sertraline hcl). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and rash generalised ("rashes or skin condition : body rash"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced arthralgia ("joint pain / aches"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: skin rash") and vulvovaginal pain ("vaginal pain"). The patient was treated with butalbital and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, female sexual dysfunction, depression, rash, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, arthralgia, rash generalised and vulvovaginal pain outcome was unknown. The reporter considered alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, mood swings, pelvic pain, rash, rash generalised and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device is visualized in good position with blockage of the fallopian tubes. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : hormonal changes describe: mood swings, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions type: skin rash, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, hair loss, joint pain, rashes or skin condition : body rash, vaginal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.